Manufacturer narrative:
The insulin pump had intermittent up button response due to moisture damage on keypad traces. No unexpected numbers ramping/scrolling during testing. Device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
Customer's father reported via phone call that the up arrow button was sticking, the numbers on the screen were scrolling and then, the button became unresponsive. No significant events leading to the keypad issue. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.